Event description:
Following the explant procedure (ref MFR report #'s 1627487-2013-00515 and 1627487-2013-00516), it was reported the pt experienced significant leg movement. Details regarding the pt's current health status have not been provided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.